Event description:
The software has locked up during cases leading to serious delays because the program has to be restarted. This has been occurring 2 to 3 times a week while doing 6 to 8 cases a day. On 4/20/94, the MFR added a file to the program and so far the system has been working fine.